Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2a., d.2b., d.4., d.6a., d.6b., h.6.

Event description:
Healthcare professional reported "broken". Healthcare professional later reported "signs of gel bleeding especially in the inner sectors where a small peripericapsular silicone globule is visible and mild internal periprosthetic alteration on the device". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device. Device was discarded.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "broken". Healthcare professional later reported "signs of gel bleeding especially in the inner sectors where a small peripericapsular silicone globule is visible and mild internal periprosthetic alteration on the device". This record is for the right side. Device was explanted. Device will not be returned.